Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient had visible corrosion on their battery contacts.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the 14v li-ion batteries was able to be confirmed via an image provided by the customer. The 14v li-ion battery (serial number:(B)(6) was not returned for analysis and no log files were submitted for review. Additional information provided on 21apr2022 stated that the 14v li-ion batteries will be returning once the new batteries arrived. Multiple good faith efforts were made to confirm if the batteries will be returning, however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the 14v li-ion battery (serial number: (B)(6) were unable to be reviewed due to the records being maintained by the vendor and are unavailable. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.